Event description:
It was reported that the customer's alarms were not working. The customer stated that there was a crack on the insulin pump as well as condensation inside the screen. The customer's act button was also sticking and causing high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.